Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the small grasping retractor instrument associated with this complaint and completed investigations. Failure analysis investigations confirmed the reported complaint. Failure analysis found the primary finding of pitch cable broken to be related to the customer reported complaint. The instrument was found the have a broken pitch cable at the distal clevis hub. The cable segment that contains the crimp is missing from the clevis, the crimp measures approximately 0.032¿ x 0.046¿. The clevis did not exhibit any damage or wear marks. Pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use conditions, procedure type, patient anatomy, product handling, instrument tip lengths, grip torque, and manufacturing tolerances are a few variables which can influence pitch cable failure. The root cause for the broken pitch cable was found to be a component failure and related to device design. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the instrument log for the small grasping retractor instrument (part# 470318-10/lot# n10210412 0054) associated with this event has been performed. Per logs, the instrument was last used for a procedure on (B)(6) 2021 using system (B)(4). The instrument had 6 remaining usable lives with no subsequent use recorded. This complaint is reportable due to the following: this instrument is designed with two pitch cables each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted abdominoperineal resection surgical procedure, the small grasping retractor instrument was found to have a torn cable. The procedure was completed as planned with no reported injury. Per subsequent follow-up, the reporter confirmed the instrument was inspected prior to surgery. During the operation the small grasping retractor instrument did not collide with another instrument. Another backup instrument was used to proceed with the case.